Manufacturer narrative:
(B)(4).

Event description:
T was reported that when the atrial was disconnected from the device that was at eri, loss of sensing and loss of capture was observed. The lead was capped and replaced. The patient condition was stable and was not adversely affected.